Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc records for cfl5079004 were reviewed and the results were documented in attachment 1 (B)(6) in-house testing result with no abnormal issues found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. Based on the retention sample testing results, the reported failure mode was not replicated. Similar issues will be tracked. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s): invalid result. The user reported that the test did not produce a result. They confirmed that they performed the test procedure correctly. Purchased from kaiser.

Event description:
Invalid result(s): invalid result. The user reported that the test did not produce a result. They confirmed that they performed the test procedure correctly. Purchased from kaiser.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.